Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the front panel's lights were off due to a failed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: h3. The following fields were corrected:b5, correction to h6 "medical device problem code" of the initial report, "3189 - no apparent adverse event" is being corrected to "1476 - failure to power up", and correction: h9 (was inadvertently populated on initial mw and should have been blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
New information was added to the following fields: h9. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited failure on the printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.